Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, h2, h6 (type of investigation), h10 it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG leads stopped working. The getinge clinical technician guided the customer to place new patches on the patient using a small amount of doppler gel.. When this did not correct the issue the customer was instructed to check the wires and connections and a frayed wire on the 5-lead circuit was noted. The customer was instructed to locate another lead cable. When the getinge representative called back, another rn answered and stated all was working correctly and would not supply addition information. No patient harm, serious injury or adverse event was reported.

Event description:
N/a

Manufacturer narrative:
Device not returned: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG leads stopped working, and the registered nurse (rn) called getinge. The getinge clinical technician guided the rn to place new patches on the trunk of the patient with a small amount of doppler gel under each electrode. When that was unsuccessful, the getinge clinical technician asked the rn to check the connections and wires. The rn immediately described a big area of frayed wire on the five lead circuit. The getinge clinical technician directed the rn to locate another five lead cable. The rn asked the getinge clinical technician to call back after 10 minutes for him to locate another set. When the getinge representative called back, another rn answered and stated all was working correctly and would not supply addition information. No patient harm, serious injury or adverse event was reported.